Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On the day of the event on around 05/01/2026, the patient reported experiencing hyperglycemia; however, no specific symptoms were provided. A fingerstick blood glucose (fsbg) measurement showed a value of 189 mg/dl, while the cgm displayed 62 mg/dl, indicating a discrepancy between readings. Emergency medical services (ems) were contacted. Upon evaluation by paramedics, a repeat fsbg measurement was obtained and continued to show a value of 189 mg/dl, while the cgm remained at 62 mg/dl. The patient was subsequently transported to the hospital. During hospitalization, additional fingerstick measurements were obtained; however, the patient reported that the cgm readings remained inaccurate (¿way off¿), and no further specific values were provided. The patient was treated with intravenous (IV) fluids and insulin. The patient was hospitalized for approximately three days and then discharged. No underlying health conditions were reported that may have contributed to the duration of hospitalization, and no further details regarding medical evaluation or treatment were available. At the time of reporting, the patient was described as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken before 911 arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.